Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 522 mg/dl. The customer stated that earlier today, his blood sugars were higher. The customer stated that he ate something and his readings were about 520 mg/dl. The customer could not recall any symptoms related to his high blood glucose readings. The customer stated that he did not contact his health care provider regarding his high blood glucose readings. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer stated that he is unsure. The customer was advised of the 2 high blood glucose readings rules. The customer was advised to contact his health care provider regarding his high blood glucose readings.